Manufacturer narrative:
The events of seroma - late and lymphoma - alcl - suspected are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: seroma - late; lymphoma - alcl - suspected device details: lot 2308140076.

Event description:
Healthcare professional reported a side unspecified seroma-late and breast implant associated anaplastic large cell lymphoma (bia-alcl). The necessary biomarkers of cd30 positive and alk negative have not been reported or confirmed. The device has been explanted.